Event description:
On 23-mar-2026, an arthrex subsidiary employee reported via email that an ar-1588rt-ib tightrope ii rt had the adjustment thread break during adjustment of the button flip inside the patient. The procedure was completed using a replacement ar-1588rt-ib tightrope ii rt. There was no significant surgical delay, and no additional anesthesia was required. The issue occurred during an acl reconstruction procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 26-mar-2026: the affected implant with the broken thread was removed from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.